Manufacturer narrative:
Section h3 (no): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - additional surgery (repositioning of iol). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that beginning 3-days post-operative the patient noted a very bothersome supra-temporal negative dysphotopsia with a monofocal intraocular lens (iol) described by patient as a ¿black bar¿. Repositioning of the implant was performed on (B)(6) 2024 and the patient still reported a persistent temporal shadow. The patient was scheduled for an explanation. In reference to the repositioning of the implant, it was indicated that according to the doctor's operative report, "the intraocular lens was well centered and was easily rotated with careful manipulation. The haptics, which were aligned at the 90-degree meridian, were rotated to the 180-degree meridian in order to reduce the visual aberrations." Trough follow ups, it was learned that the lens was explanted from the patient's right eye. The replacement lens was of a different model and lower diopter (ar40e, 22.0d). No medical or surgical interventions such as unplanned vitrectomy, or sutures required. There was no patient injury reported. The patient is temporarily impaired. Vision pre-operative: 20/30 (worse when glared). Vision post-operative: 20/30. The device is not available for return as it was disposed of by the surgical center. The issue of negative dysphotopsia reported with two patients. This report pertains to the patient #1. The event reported with the patient #2 was assessed as not reportable.